Manufacturer narrative:
(B)(4). Method: the complaint waterfeed extension set was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and connected to a water bag and chamber to test for water flow. Results: no excessive glue or other occlusions were found in the tubing. The duckbill housing was disassembled and the duckbill was found to be slit as expected. No excessive glue was found inside the duckbill housing. During the performance test it was observed that no water was supplied to the chamber. A lot check was not performed as a lot number was not provided. Conclusion: the waterfeed extension is supplied as an accessory to the mr290 autofeed humidification chamber, giving the user an extra 60cm of tubing. We were unable to determine what was causing the feedset to malfunction. Visual inspection of all parts of the feedset assembly revealed no abnormalities. This is the only complaint of this nature that we have received for the 900mr191 waterfeed extension.

Event description:
A hospital in (B)(6) reported that the water feed extension tube for the mr290v humidification chamber was blocked. This was found before use on a patient.